Event description:
A distributor reported on behalf of a healthcare facility in (B)(4) via a fisher & paykel healthcare (f&p) field representative that a rt380 adult dual-heated evaqua2 breathing circuit was found leaking during use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher & paykel healthcare (f&p) field representative that a rt380 adult dual-heated evaqua2 breathing circuit was found leaking during use. There was no reported patient consequence.

Manufacturer narrative:
Ps395527. Method: the complaint (B)(4) adult dual-heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand, where it was visually inspected and leak tested. Results: visual inspection of the complaint rt380 adult dual-heated evaqua2 breathing circuit revealed no damage found to the breathing circuit. The leakage test also revealed that the breathing circuit was within specification. Conclusion: we were unable to determine what may have caused the failed leak test as reported by the customer, as no fault was found with the returned device. All (B)(4) adult dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject adult breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult dual-heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."